Event description:
During a coronary stent procedure, the physician encountered resistance during advancement in a calcified lesion. Upon removal the struts of the stent were noted to be damaged. The procedure was successfully completed with another device. No patient injuries or complications were reported.